Event description:
New information received stated that the patient came to clinic on (B)(6) 2020 and an alert for ventricular noise reversion was noted. The patient had no complaints of symptoms related to this issue. Programming changes were made. The patient was educated on the issue and acknowledged understanding. He will continue to be monitored regularly.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited few intermittent noise episodes via merlin.net transmissions. Further evaluation was discussed. The patient was stable overall.